Event description:
A remstar auto device was returned to a third-party service center for service with no initial alleged complaint. During evaluation at the third-party service center, the technician observed a thermal event, including a burnt connector. Additionally, the device was forwarded for further investigation, and no foam assessment was documented at the time of evaluation.